Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had recorded noise, but device therapies had been turned off years ago. The lead was capped and replaced. No patient complications have been reported as a result of this event.